Event description:
A large woman (weight unk) was injected in the endocubital fossa vein with 89 cc's of non-ionic contrast. The patient complained of some pain. The nurse observed the arm and there were no visible signs of extravasation. The patient was sent home. Later, when the technician processed the images, it was noted that there was no contrast enhancement in the organs. Computerized tomography technician stated that she is careful about placing the patch within 1 inch of the angiocath hub over the needle. However, she could not be certain if the patch was positioned properly with this patient. The injector gave a reading of "range ok" and the injection proceeded uninterupted (injector did not pause to indicate possible extravasation). Follow up with the e-z-em sales rep revealed the following; 1.the facility is under the impression that all of the contrast (89 cc's) extravasated into the patients arm since no contrast enhancement was noted on the images. However, since no arm scan was performed it is uncertain if some contrast went into the patients arm and some into the vein. 2. No surgery consult was conducted, doctors did not feel further follow up with the patient was required as the patient appeared to be doing okay after being sent home.